Manufacturer narrative:
Device evaluated by manufacturer: the wolverine catheter was received for analysis. The device was received in two sections as the result of a break in the hypotube. A visual and tactile examination found a complete break of the hypotube located approximately 235mm proximal of the strain relief. Multiple severe kinks to the hypotube were also identified. This type of damage is consistent with excessive force being applied to the device. A visual and microscopic examination found no damage or issues with the blades of the device. All blades and blade pads were undamaged and fully bonded to the balloon material. A visual examination identified that the balloon was not subjected to positive pressure. No issues were identified with the balloon material that could potentially have contributed to the complaint incident. A visual examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft got broke. The 90% stenosed target lesion was located in the very tortuous and very calcified left main ostial left anterior descending artery. A 15mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, while advancing into the heart the hypo tube got kinked and eventually the shaft broke outside the tuohy. The device was simply removed by pulling it out and slid out easily. The procedure was completed with a different device. No complications were reported and patient did very well post procedure.

Event description:
It was reported that shaft got broke. The 90% stenosed target lesion was located in the very tortuous and very calcified left main ostial left anterior descending artery. A 15mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, while advancing into the heart the hypo tube got kinked and eventually the shaft broke outside the tuohy. The device was simply removed by pulling it out and slid out easily. The procedure was completed with a different device. No complications were reported and patient did very well post procedure.